Manufacturer narrative:
More info surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished.

Event description:
It was reported that while the ventilator was connected to a pt it generated a technical error code and ventilation subsequently stopped. The technical error code indicated a communication failure between the monitoring and the breathing subsystems. There was no pt harm. (B)(4).